Event description:
It was reported that device's downstream sensor alarm is intermittently triggering. There was no reported patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that downstream sensor alarm is intermittently triggering. Service history review identified this device has not been in for service previously. Event log was reviewed, and complaint was not duplicated. Visual and functional testing was performed. The downstream occlusion (dso) seal was cracked in the center. Downstream occlusion test passed with 20psi. Preventative measure replaced the dso sensor, bezel, and seal. Device passed all functional testing.